Event description:
The customer reported that they were unable to calibrate etco2 but was able to calibrate the other devices etco2. The bench replaced the etco2. No pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.